Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the hv module.

Event description:
Complainant alleged that during biomed testing the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.